Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that her insulin pump was not delivering the full amount of insulin that she programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.